Event description:
Facility reported upon removing the bloodline from the package 4 kinks were noted in the arterial line between pt connector and blood pump segment. The sample is available for eval.